Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, the DHR requested for other reasons, change sensor/bad sensor, sensor updating/sg not available. The customer reported a blood glucose value of 520 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the cause of the event was the sensor updating, treatment for high blood glucose was done by changing the set and insulin bolus. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040a, and mmt-386a. The customer reported having excessive blood glucose. The consumer began utilizing the insulin pump system within 48 hours of the reported high blood glucose occurrence. The customer was not utilizing the auto mode/smartguard feature at the time of the incident. The customer received a change sensor alert, was informed of potential causes, was unable to execute a transmitter test, and/or the test passed. The customer was recommended to try a different sensor. The customer declined to continue troubleshooting.. No further complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.